Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Lvad implantation is associated with numerous risks. Serious and life threatening adverse events, including stroke with bleeding, sepsis, and death have been associated with the use of this device and is outlined in the instructions for use (IFU): a user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Hemorrhagic transformation is a known multifactorial phenomenon in which ischemic brain tissue converts into a hemorrhagic lesion due to loss of microvascular integrity with blood-vessel leakage, extravasation and further brain injury. The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Factors which may have contributed to bleeding, sepsis and eventually death in this patient include pre-existing comorbidities, oral anticoagulation therapy. Clinical factors including patient's medical condition and comorbidities may have contributed; there is no indication that it is related to any device manufacturing or performance issues. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from the site by the perfusionist that the patient had intra cranial bleeding and was taken to the hospital and admitted on (B)(6) 2016. After "cct" the hospital implanted an external ventricle drainage. It was stated the in the last four days the patient has developed high temperature with kidney and liver dysfunction. High dose inotropes and tracheal respiration were given with no improvement from the patient. It was stated that after discussion with the family members it was decided that the therapy was limited, patient died and the cause of death was due to multi organ failure. It was stated that there would not be an autopsy done, as per family request and the pump would not be returned. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive clinical root cause cannot be determined, clinical status such as previous hcva, comorbidities, and pharmacological factors such as hit are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.